Manufacturer narrative:
(B)(4)

Event description:
It was reported declined sensing amplitude was observed during a recent in-clinic check-up. The right ventricular lead was not able to be repositioned due to the helix not able to be retracted. The lead was instead removed with gentle traction and replaced with a new lead. The patient condition was stable throughout the check-up and procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure. The lead was otherwise normal.